Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought the pump was not delivering insulin properly. Blood glucose level ranged from 70 to the 300s. The customer reverted to using insulin injections to manage diabetes.